Event description:
Report received from the united states indicating that the device had "hose damage." It is known the device was not used in surgery. It is not known if injury or medical intervention occurred. The date of the event is unk. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report be sent. (B)(4).